Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: with the outcomes of inspection of the returned guidewire, it is presumed that some scraping friction was given to the guidewire on the one side of the shaft only, for short length but repeatedly, resulting the scraping damage to the coating; however, the details of the circumstance and occurrence could not be identified with the provided information. During the packaging process all the guidewires are inspected for no defect such as irregular bend, no irregular such as adhesion of foreign material and once again visual check from outside the sterile pouch after sterilization. There is no indication of a product deficiency with this subject product at the time of packaging and shipment. Warning section of IFU describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, otherwise the surface of guidewire may be damaged significantly.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4)distributes the device and is responsible for MDR reporting.

Event description:
It was reported that before use, an asahi guidewire was flushed inside the protective hoop and placed in a heparinized solution. Coating was noted to be coming off, so the device was set aside and not used. There was no patient involvement. There was no additional information provided.